Event description:
Patient reported, right-side pain, inflammation, and "deep folders but there is no rupture" per MRI. Additionally, healthcare professional reported capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. A value was populated in the field "no. Of events summarized" (h1) in error. As abbvie is not a part of the "voluntary malfunction summary reporting program", this field should have been blank upon submission of previous medwatch.

Event description:
Patient reported, right-side pain, inflammation, and "deep folders but there is no rupture" per MRI. Additionally, healthcare professional reported capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ crease/folding of implant: observed creases on the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV. Photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Crease folding of implant: no observed creases on the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported, right-side pain, inflammation, and "deep folders but there is no rupture" per MRI. Additionally, healthcare professional reported capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device.